Event description:
Patient's eis device completed infusion seventeen hours early. A phone call was made to the patient. Patient was connected at 1500 and scheduled for disconnect in patient's home two days later at 1300 to complete forty-six hour cycle. At approximately 11pm on the following day, the patient noticed that the eis device was empty, which was fourteen hours early. At this point, the patient called the visiting rn and they came to do disconnect. In conversation with the patient she noted that she does sleep with device in fanny pack around her waist under the covers. In this position, the eis device could have gotten too warm or the patient could have rolled onto device during the night putting pressure to speed up infusion. I explained to the patient that we have had a recent change in protocol and recommendations are to not sleep with fanny pack around waist, and not to sleep with eis device underneath covers. Explained that she should leave device in fanny pack and place outside of covers, on bedside stand, or table that is close to being an even height with her sleeping position. Patient verbalized understanding. Questioned patient if she had any adverse reaction or side effects from infusion. Stated only change is she is having bad indigestion and is extremely fatigued. Denied any other side effects or adverse reactions.